Event description:
It was reported that an alert was noted due to non-sustained ventricular oversensing. Exit block, undersensing of pvcs, low high voltage lead impedance and increased capture threshold were observed. Fluoroscopy revealed lead dislodgement. Lead was explanted and replaced when repositioning was unsuccessful. Patient was stable after the procedure.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.